Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. The event can be detected/prevented by following the instructions for use which state: ¿ ¿chapter 3 preparation and inspection, section 3.3 inspection of the endoscope and section 3.8 inspection of the endoscopic system¿ as below. [Inspection of the endoscope]. 1 inspect the endoscope connector for any irregularities such as excessive scratching, deformation, and loose parts. 4 inspect the external surface of the entire insertion section including the bending section and the distal end for any irregularities such as dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, and protruding objects. [Inspection of the suction function]. 1 depress the suction valve and confirm that water is continuously aspirated into the suction bottle of the suction pump. [Inspection of the instrument channel]. 1 insert the endotherapy accessory through the biopsy valve. Confirm that the endotherapy accessory extends smoothly from the distal end of the endoscope. Also, make sure that no foreign objects come out of the distal end of the endoscope. 2 confirm that the endotherapy accessory can be withdrawn smoothly from the biopsy valve. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
When the foreign material was identified, olympus medical requested additional information from the customer on their scope reprocessing practices. The customer reports the device was cleaned, disinfected, and sterilized before it was sent in for repair. According to the customer, it is unknown when the foreign material adhered to the nozzle. The customer reports no delay in the start of the pre-cleaning but the device instrument/suction channel was not flushed with air or water. Regarding the manual cleaning, the customer reported the device's instrument channel, instrument channel port and suction cylinder were all brushed. The customer did not address any other questions regarding the manual cleaning process. During evaluation, the reported issue was confirmed: the scope cover plate was peeling. Examination of the device also identified the following issues: the bending cover adhesive was cloudy; the universal cord was wrinkled; the adhesive around the light guide lens was peeling; the connecting tube was dented; and the connecting tube was scratched. Functional testing found that the bending angle in the up direction was out of specifications due to a worn angle wire. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus medical that the gastrointestinal videoscope's scope cover plate was peeling. The device was returned to olympus medical for evaluation. During evaluation, the suction tube was found clogged with foreign material. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. No adverse effects to patient reported.